Manufacturer narrative:
(B)(4).

Event description:
It was reported while performing the procedure, the doctor found the guidewire j-tip bent. A new device was used. No patient harm. The patient's condition is reported as fine.

Event description:
It was reported while performing the procedure, the doctor found the guidewire j-tip bent. A new device was used. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned a single guide wire for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have no major kinks throughout its body. The distal j-bend was slightly misshapen but intact. Microscopic examination did not reveal any kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The overall length of the guide wire measured 603 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.805 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. Performed per the instructions for use provided with this kit which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use could not be confirmed through examination of the returned sample. No kinks were noted on the guide wire body. The distal j bend was very slightly misshapen but intact. The returned guide wire met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the available information, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.